Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation of the returned delivery system, it was confirmed that the outer catheter including the marker band broke off during the procedure and was stuck to the inner catheter. The system was found activated, and the stent graft was not part of the sample return. An indication for a manufacturing related issue could not be found. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been considered; and reviewed. The damage of the outer sheath specifically the tip may be associated with a difficult patient anatomy or a challenging placement site. Insufficient flushing may be contributing factors for increased friction during deployment and subsequent damage of the tip. Use of inappropriate accessories may be another contributing factor. In this case, the vessel was not tortuous/ calcified, the lesion was predilated with a balloon, and system was flushed. Additionally, appropriate accessories were used. Based on the sample evaluation, the reported issue can be confirmed. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risk. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding the use of accessories the instructions for use states: 'materials required for the fluency plus endovascular stent graft procedure: (...) Introducer sheath with appropriate inner diameter (...)'; the packaging pictograms indicate a minimum introducer size of 9f. Furthermore, the instructions for use states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment.' H10: d4 (expiry date: 08/2023),g3 h11: e1, h6 (device, method, result and conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10

Event description:
It was reported that during a stent placement procedure on patents fistula, the stent graft allegedly had difficulty while pulling. It was further reported that end of the stent allegedly break off. There was no reported patient injury,

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during a stent placement procedure on patents fistula, the stent graft allegedly had difficulty while pulling. It was further reported that end of the stent allegedly broke off. There was no reported patient injury.